Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted transgastric to pancreas to treat a pancreatic cyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the inner sheath detached after the stent was successfully deployed. The inner sheath was removed using a snare and the procedure was completed with the original stent. There were no patient complications as a result of this event. A photo of the device provided by the complainant shows that the inner sheath was detached.